Event description:
It was reported that a spectrum pump failed to load and had a worn out air detector. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom, pump failed to load with worn out air detector, which was reproduced as false upstream occlusion alarms during eval. The reported symptom was confirmed during review of the event history log through the presence of reload set messages. During the eval, the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive to false upstream occlusion alarms. The failed upstream sensor was replaced.